Event description:
It was reported that during the priming of a prismaflex set, an external fluid leak was observed due to a crack in the line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The actual sample was not available for investigation. However, photos of the impacted unit were provided. The visual inspection observed that the access line was perforated near the screwed connector resulting in the leak. The reported condition was verified. The cause of the perforation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A pressure test was performed and a leak was identified at the level of the access line and the plate. Visual inspection of the device showed the access line was cut. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.